Event description:
Customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided customer through the process, which resolved the issue without further errors, allowing the customer to successfully start their sensor session.